Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: the battery compartment was cracked from the threads to the case seal left of the grip pad. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.